Manufacturer narrative:
Concomitant medical product: 900sfc32 heart ring implanted: (B)(6) 2015; t510c29 valve implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.